Manufacturer narrative:
Usage beyond the stated use life of one year and distorting the clamp during usage causing breakage of the clamp. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Narrative for conclusion the directions for use warns, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The user used the clamp beyond the stated use life and in a manner that is contraindicated. -

Event description:
(B)(6) dealer rep. Emailed the following: we have received a complaint from a dental office. The doctor claims that the clamp broke upon first use. No further details available.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution.